Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2016 under general anesthesia. According to the complainant, approximately four minutes and thirty seconds left into the ablation phase of the procedure, three fluid loss alarms were received and the system went to automatic shutdown. The procedure was not completed due to this event. It was reported that the patient sustained an external burn on the right posterior wall of the cervix and the vagina which was graded as medium burn. It was treated with silvadene cream. The patient's condition at the conclusion of the procedure was reported to be "good." An additional attempt has been made to obtain follow up event details with no response from the clinician.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2016 under general anesthesia. According to the complainant, approximately four minutes and thirty seconds left into the ablation phase of the procedure, three fluid loss alarms were received and the system went to automatic shutdown. The procedure was not completed due to this event. It was reported that the patient sustained an external burn on the right posterior wall of the cervix and the vagina which was graded as medium burn. It was treated with silvadene cream. The patient's condition at the conclusion of the procedure was reported to be "good." An additional attempt has been made to obtain follow up event details with no response from the clinician.